Event description:
It was reported that the patient experienced recurring incontinence, the physician performed a cystoscopy and observed that the artificial urinary sphincter (aus) was not coaptating. The patient underwent surgery and the physician noticed that the latch on the cuff had slid all the way down past the notch that it typically latches to. In addition, the cuff was too long for the patient. All components were removed and replaced. There were no further patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.